Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b3, d5, e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was lint-free cloth which was used to protect the distal end. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. The cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: nstructions for gif/cf-170 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf-170 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending angle in the ¿up¿ direction and the play of the up/down knob did not meet the standard values due to the wear of the angle wire, the adhesive on the bending section cover was chipped, scratched, and cracked. The water removability, water supply volume, and the air supply volume did not meet standard values due to the clogged nozzle. The connecting tube was discolored and scratched, the light guide and objective lenses were discolored, the video connector case and video connector were scratched, the protector of the video cable section was cut, the video cable was scratched, and a third-party repair was performed. The light guide connector, the protector of the universal cord on the scope connector side, the universal cord, the image guide protector, the grip, the scope cover, the control unit, the up/down knob, the forceps evaluator knob, the forceps evaluator lever, switch 1, the switch box, the right/left knob, and the plastic distal end cover was scratched. There was a lack of image on the monitor due to dirt on the objective lens, the control unit was discolored, the suction cylinder was shaved, and a flare occurred due the scratch on the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.